Event description:
The core micro drill was sent for eval due to overheating. No further info was provided by the user facility.

Manufacturer narrative:
Overheating was not duplicated during eval because the handpiece seized up. Corrosion damage was noted within the internal components of the device.